Event description:
The customer reported that system was displaying a collimator iris error. The high voltage cable needs to be replaced. No patients were involved.

Manufacturer narrative:
(B) (4). The ge service rep replaced the high voltage cable on the 9800 system. He also replaced the temp sensor, ffb board and installed new tubehead cooling fan. The error codes have been resolved. The unit is operating as intended.